Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right one is located outside the uterus"), uterine perforation ("fragmented and perforated uterus / right coil had migrated and embedded in her uterus/ right micro-insert had broken and embedded in her uterus"), device breakage ("during surgery to remove the cyst the coil fragmented/ right micro-insert had broken/device breakage"), ovarian cyst ("cyst on her left ovary") and endometriosis ("extensive endometriosis") in a 36-year-old female patient who had essure (batch no. 871971) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bronchitis and endometriosis of pelvic peritoneum. Concurrent conditions included depression, anger, irritability, bruising, deep vein thrombosis and adenomyosis. Concomitant products included panadeine co (tylenol #3) and sumatriptan (imitrex). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion ("right coil of essure migrated to uterus / left one appears to be primarily located in the endometrial cavity"). On (B)(6) 2012, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain;dysmenorrhea (cramping),") and alopecia ("hair loss"). On (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse),"). On (B)(6) 2013, the patient experienced migraine ("migraine headaches"). On (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, back pain, abdominal pain lower and pelvic pain, ovarian cyst (seriousness criterion medically significant), endometriosis (seriousness criterion medically significant), pain in extremity ("back and leg pain"), vertigo ("severe dizziness (vertigo)"), insomnia ("insomnia"), the first episode of arthralgia ("hip pain"), fatigue ("chronic fatigue/ fatigue"), weight fluctuation ("weight fluctuations"), menopause ("menopause"), depression ("depression"), the second episode of arthralgia ("hip pain") and headache ("headache"). The patient was treated with surgery (total hysterectomy and right salpingectomy), surgery (total hysterectomy and right salpingectomy) and surgery (uterine ablation). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, uterine perforation, device breakage, endometriosis, dysmenorrhoea, dyspareunia, alopecia, weight fluctuation, abdominal pain, menopause, depression, device expulsion, weight increased, weight decreased and the last episode of arthralgia outcome was unknown, the ovarian cyst, pain in extremity, vertigo and insomnia had resolved and the migraine, fatigue and headache had not resolved. The reporter provided no causality assessment for insomnia, migraine, ovarian cyst, pain in extremity and vertigo with essure. The reporter considered abdominal pain, alopecia, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, menopause, uterine perforation, weight decreased, weight fluctuation, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: symptoms have mostly resolved, though some remain. Number of proximal coils: 4 on left cornua and 4 on right cornua diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: full occlusion of fallopian tubes ultrasound scan - on (B)(6) 2013: right micro-insert broken and embedded in uterus; on an unknown date: left ovary cyst 2012: ultrasound indicated that consumer has a cyst on her left ovary. On (B)(6) 2013 patient had ultrasound which showed 6 cm ovarian cyst on (B)(6) 2013 patient had surgical pathology report resulted in there is a metallic spring-like coil implanted within the anterior endometrium. This coil corresponds with the left fallopian tube. There is also a corresponding coil implanted on the right side of the myometrium concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events lower abdominal pain, migraines, device dislocation, ovarian cyst, device expulsion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received, reporter added, lot number received, patient historical and concomitant condition added, concomitant drug added, events added as follows:-device dislocation, device expulsion, weight increased, weight decreased, arthralgia, headache. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("fragmented and perforated uterus / right coil had migrated and embedded in her uterus/ right micro-insert had broken and embedded in her uterus/malposition of essure:right coil of essure migrated to uterus/perforation (uterus)"), device breakage ("during surgery to remove the cyst the coil fragmented/ right micro-insert had broken/device breakage"), ovarian cyst ("cyst on her left ovary"), endometriosis ("extensive endometriosis") and foot operation ("foot surgery") in a 36-year-old female patient who had essure (batch no. 871971) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bronchitis, endometriosis of pelvic peritoneum, migraine, headache and nerve pain. Concurrent conditions included depression, anger, irritability, bruising, deep vein thrombosis and adenomyosis. Concomitant products included panadeine co (tylenol #3) and sumatriptan (imitrex). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, back pain, abdominal pain lower and pelvic pain, device breakage (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue/ fatigue") and device expulsion ("right coil of essure migrated to uterus / left one appears to be primarily located in the endometrial cavity"). On (B)(6) 2012, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain;dysmenorrhea (cramping)") and alopecia ("hair loss"). On (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced migraine ("migraine headaches") and headache ("headache"). On (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), endometriosis (seriousness criterion medically significant), pain in extremity ("back and leg pain"), vertigo ("severe dizziness (vertigo)"), insomnia ("insomnia"), the first episode of arthralgia ("hip pain"), weight fluctuation ("weight fluctuations"), menopause ("menopause"), depression ("depression"), the second episode of arthralgia ("hip pain"), menstruation delayed ("don't have periods now") and foot operation (seriousness criterion medically significant). The patient was treated with surgery (oophorectomy (bilateral), total hysterectomy and right salpingectomy) and surgery (uterine ablation). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device breakage, endometriosis, dyspareunia, alopecia, weight fluctuation, abdominal pain, menopause, depression, device expulsion, weight increased, weight decreased, the last episode of arthralgia, menstruation delayed and foot operation outcome was unknown, the ovarian cyst, pain in extremity, vertigo and insomnia had resolved, the migraine, fatigue and headache had not resolved and the dysmenorrhoea was resolving. The reporter provided no causality assessment for insomnia, migraine, ovarian cyst, pain in extremity and vertigo with essure. The reporter considered abdominal pain, alopecia, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, foot operation, headache, menopause, menstruation delayed, uterine perforation, weight decreased, weight fluctuation, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: current weight: 220 lbs symptoms have mostly resolved, though some remain. Number of proximal coils: 4 on left cornua and 4 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: full occlusion of fallopian tubes ultrasound scan - on (B)(6) 2013: right micro-insert broken and embedded in uterus; on an unknown date: left ovary cyst 2012: ultrasound indicated that consumer has a cyst on her left ovary. On (B)(6) 2013 patient had ultrasound which showed 6 cm ovarian cyst on (B)(6) 2013 patient had surgical pathology report resulted in there is a metallic spring-like coil implanted within the anterior endometrium. This coil corresponds with the left fallopian tube. There is also a corresponding coil implanted on the right side of the myometrium. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events lower abdominal pain, migraines, device dislocation, ovarian cyst, device expulsion, don't have periods now and foot surgery most recent follow-up information incorporated above includes: on 29-jun-2018: pfs added. Event outcome of abnormally severe menstrual pain;dysmenorrhea (cramping) was updated as recovering/resolving. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("fragmented and perforated uterus / right coil had migrated and embedded in her uterus/ right micro-insert had broken and embedded in her uterus/malposition of essure:right coil of essure migrated to uterus/perforation (uterus)"), device breakage ("during surgery to remove the cyst the coil fragmented/ right micro-insert had broken/device breakage"), ovarian cyst ("cyst on her left ovary"), endometriosis ("extensive endometriosis") and foot operation ("foot surgery") in a 36-year-old female patient who had essure (batch no. 871971) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bronchitis, endometriosis of pelvic peritoneum, migraine, headache and nerve pain. Concurrent conditions included depression, anger, irritability, bruising, deep vein thrombosis and adenomyosis. Concomitant products included panadeine co (tylenol #3) and sumatriptan (imitrex). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, back pain, abdominal pain lower and pelvic pain, device breakage (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue/ fatigue") and device expulsion ("right coil of essure migrated to uterus / left one appears to be primarily located in the endometrial cavity"). On (B)(6) 2012, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain;dysmenorrhea (cramping)") and alopecia ("hair loss"). On (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced migraine ("migraine headaches") and headache ("headache"). On (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), endometriosis (seriousness criterion medically significant), pain in extremity ("back and leg pain"), vertigo ("severe dizziness (vertigo)"), insomnia ("insomnia"), the first episode of arthralgia ("hip pain"), weight fluctuation ("weight fluctuations"), menopause ("menopause"), depression ("depression"), the second episode of arthralgia ("hip pain"), menstruation delayed ("don't have periods now") and foot operation (seriousness criterion medically significant). The patient was treated with surgery (oophorectomy (bilateral), total hysterectomy and right salpingectomy) and surgery (uterine ablation). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device breakage, endometriosis, dyspareunia, alopecia, weight fluctuation, abdominal pain, menopause, depression, device expulsion, weight increased, weight decreased, the last episode of arthralgia, menstruation delayed and foot operation outcome was unknown, the ovarian cyst, pain in extremity, vertigo and insomnia had resolved, the migraine, fatigue and headache had not resolved and the dysmenorrhoea was resolving. The reporter provided no causality assessment for insomnia, migraine, ovarian cyst, pain in extremity and vertigo with essure. The reporter considered abdominal pain, alopecia, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, foot operation, headache, menopause, menstruation delayed, uterine perforation, weight decreased, weight fluctuation, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: current weight: 220 lbs symptoms have mostly resolved, though some remain. Number of proximal coils: 4 on left cornua and 4 on right cornua diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: full occlusion of fallopian tubes ultrasound scan - on (B)(6) 2013: right micro-insert broken and embedded in uterus; on an unknown date: left ovary cyst 2012: ultrasound indicated that consumer has a cyst on her left ovary. On (B)(6) 2013 patient had ultrasound which showed 6 cm ovarian cyst on (B)(6) 2013 patient had surgical pathology report resulted in there is a metallic spring-like coil implanted within the anterior endometrium. This coil corresponds with the left fallopian tube. There is also a corresponding coil implanted on the right side of the myometrium . Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events lower abdominal pain, migraines, device dislocation, ovarian cyst, device expulsion, don't have periods now and foot surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the second episode of device expulsion ("right one is located outside the uterus"), uterine perforation ("fragmented and perforated uterus / right coil had migrated and embedded in her uterus/ right micro-insert had broken and embedded in her uterus"), device breakage ("during surgery to remove the cyst the coil fragmented/ right micro-insert had broken/device breakage"), ovarian cyst ("cyst on her left ovary"), endometriosis ("extensive endometriosis") and foot operation ("foot surgery") in a 36-year-old female patient who had essure (batch no. 871971) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bronchitis and endometriosis of pelvic peritoneum. Concurrent conditions included depression, anger, irritability, bruising, deep vein thrombosis and adenomyosis. Concomitant products included panadiene co (tylenol #3) and sumatriptan (imitrex). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and the first episode of device expulsion ("right coil of essure migrated to uterus / left one appears to be primarily located in the endometrial cavity"). On (B)(6) 2012, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain;dysmenorrhea (cramping),") and alopecia ("hair loss"). On (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse),"). On (B)(6) 2013, the patient experienced migraine ("migraine headaches"). On (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced the second episode of device expulsion (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, back pain, abdominal pain lower and pelvic pain, ovarian cyst (seriousness criterion medically significant), endometriosis (seriousness criterion medically significant), pain in extremity ("back and leg pain"), vertigo ("severe dizziness (vertigo)"), insomnia ("insomnia"), the first episode of arthralgia ("hip pain"), fatigue ("chronic fatigue/ fatigue"), weight fluctuation ("weight fluctuations"), menopause ("menopause"), depression ("depression"), the second episode of arthralgia ("hip pain"), headache ("headache"), menstruation delayed ("don't have periods now") and foot operation (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy and right salpingectomy) and surgery (uterine ablation). Essure was removed on (B)(6) 2013. At the time of the report, the last episode of device expulsion, uterine perforation, device breakage, endometriosis, dysmenorrhoea, dyspareunia, alopecia, weight fluctuation, abdominal pain, menopause, depression, weight increased, weight decreased, the last episode of arthralgia, menstruation delayed and foot operation outcome was unknown, the ovarian cyst, pain in extremity, vertigo and insomnia had resolved and the migraine, fatigue and headache had not resolved. The reporter provided no causality assessment for insomnia, migraine, ovarian cyst, pain in extremity and vertigo with essure. The reporter considered abdominal pain, alopecia, depression, device breakage, dysmenorrhoea, dyspareunia, endometriosis, fatigue, foot operation, headache, menopause, menstruation delayed, uterine perforation, weight decreased, weight fluctuation, weight increased, the first episode of arthralgia, the first episode of device expulsion, the second episode of arthralgia and the second episode of device expulsion to be related to essure. The reporter commented: symptoms have mostly resolved, though some remain. Number of proximal coils: 4 on left cornua and 4 on right cornua diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: full occlusion of fallopian tubes ultrasound scan - on (B)(6) 2013: right micro-insert broken and embedded in uterus; on an unknown date: left ovary cyst 2012: ultrasound indicated that consumer has a cyst on her left ovary. On (B)(6) 2013 patient had ultrasound which showed 6 cm ovarian cyst on (B)(6) 2013 patient had surgical pathology report resulted in there is a metallic spring-like coil implanted within the anterior endometrium. This coil corresponds with the left fallopian tube. There is also a corresponding coil implanted on the right side of the myometrium concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events lower abdominal pain, migraines, device dislocation, ovarian cyst, device expulsion, don't have periods now and foot surgery most recent follow-up information incorporated above includes: on (B)(6) 2018: social media case. New events added- don't have periods now and foot surgery. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("fragmented and perforated uterus"), embedded device ("right coil had migrated and embedded in her uterus/ right micro-insert had broken and embedded in her uterus"), device breakage ("during surgery to remove the cyst the coil fragmented/ right micro-insert had broken"), ovarian cyst ("cyst on her left ovary") and endometriosis ("extensive endometriosis") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, back pain, abdominal pain lower and pelvic pain, embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), endometriosis (seriousness criterion medically significant), migraine ("migraine headaches"), pain in extremity ("back and leg pain"), vertigo ("severe dizziness (vertigo)"), insomnia ("insomnia"), dysmenorrhoea ("abnormally severe menstrual pain;"), arthralgia ("hip pain"), dyspareunia ("painful intercourse"), alopecia ("hair loss"), fatigue ("chronic fatigue/ fatigue"), weight fluctuation ("weight fluctuations"), menopause ("menopause") and depression ("depression"). The patient was treated with surgery (total hysterectomy and right salpingectomy) and surgery (uterine ablation). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, embedded device, device breakage, endometriosis, dysmenorrhoea, arthralgia, dyspareunia, alopecia, weight fluctuation, abdominal pain, menopause and depression outcome was unknown, the ovarian cyst, migraine, pain in extremity, vertigo and insomnia had resolved and the fatigue had not resolved. The reporter considered abdominal pain, alopecia, arthralgia, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, menopause, uterine perforation and weight fluctuation to be related to essure. The reporter provided no causality assessment for device breakage, embedded device, insomnia, migraine, ovarian cyst, pain in extremity and vertigo with essure. The reporter commented: symptoms have mostly resolved, though some remain diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: full occlusion of fallopian tubes. Ultrasound scan - on an unknown date: left ovary cyst. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event abnormally severe menstrual pain; severe pelvic pain, hip pain, painful intercourse; hair loss; chronic fatigue; weight fluctuations, perforated uterus, menopause and depression was added. Event severe abdominal cramping, lower abdominal pain, back pain, migraines, left ovary cyst, micro-insert had broken and embedded in her uterus was clubbed with previously reported event. Case classification updated with potential case. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.